Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The health care professional reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of 540 mg/dl. Customer was having abdominal pain and vomiting. Customer was treated with intravenous insulin drip. The insulin pump will be returned for analysis.